Manufacturer narrative:
Corrected information has been provided in d4 (serial). Device in wrong position: no product returned. The cause of the positioning issue was determined to be an unintentional use error as the patient sat up and dislodged the pump.

Event description:
An impella cp was inserted via the femoral artery to support the 52 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient's history was not shared. The cp was inserted to allow for the pci, but the patient sat up and dislodged the pump. The team was unable to re-advance the pump back across the valve and to the left ventricle. The team explanted and replaced the cp with a new, second cp pump. The pci was performed and the cp was explanted. Positional alarms/issues are part of everyday practice, and can occur with coughing and movement as noted here. The replacement due to the mal-positioning will be reported however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.